Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the rear cover came off from the spring arm. It was established by getinge technician, when they removed cover, they found the frame was deformed, so they assumed the cover came off due to collision. The cover was reassembled. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the subject matter expert at the manufacturing site, the fall of plastic cover is due to an incorrect attachment of the dust cover or a detachment due to repeated collisions - the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 28th may, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the rear cover came off from the spring arm. It was established by getinge technician, when they removed cover, they found the frame was deformed, so they assumed the cover came off due to collision. The cover was reassembled. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Event site telephone:(B)(6). Additional information will be provided following the conclusion of the investigation.